Event description:
Name of procedure: ni event description: ai translated: the stapler could not be released intraoperatively. Intervention: ni patient status: no patient injury reported.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.